Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: upon further investigation it was determined that the device evaluation required an update. The actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the handpiece device was heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had component damage, would not run, the etching was illegible, and the device failed the leak tightness test. It was further determined that the device failed pretest for general condition, markings, leakage test using bubble emission technique, check for mechanical free moving, check fitting of the lid, check for wear on housing, and check general function of device. Therefore, the reported condition that the device had no oscillation was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is improper maintenance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correction h6, h11: during complaint investigation it was determined that the device evaluation and device medical problem codes required an update. Updated device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the handpiece device had no oscillation and was heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had component damage, the etching was illegible, and the device failed the leak tightness test. It was further determined that the device failed pretest for general condition, markings, leakage test using bubble emission technique, check for mechanical free moving, check fitting of the lid, check for wear on housing, and check general function of device. The assignable root cause of these conditions was determined to be traced to maintenance, which is improper maintenance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: please note that the reporter's full name was not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the handpiece device was heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had component damage, would not run, the etching was illegible, and the device failed the leak tightness test. It was further determined that the device failed pretest for general condition, markings, leakage test using bubble emission technique, check for mechanical free moving, check fitting of the lid, and check general function of device. Therefore, the reported condition that the device had no oscillation was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is improper maintenance.

Event description:
It was reported that the battery handpiece device had no oscillation and was getting hot. It was not reported if the device was used in a surgical procedure. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.